Event description:
As reported by the sales rep per the user facility: chemo leak at middle y site. Additional info provided by the facility indicated no one suffered any adverse sequela associated with the event and it is believed the pt did not require any drug replacement. When contacted, the risk manager declined any further info regarding the reported incident. No further info is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated. Without the actual sample a thorough evaluation could not be performed. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacturing process. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. Without the sample, no specific conclusions can be drawn.